Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 54 mg/dl. Symptoms that were reported at the time of the incident included feeling dizzy. The customer was treated for the low blood glucose with glucose tablet. The customer reported that they got a reoccurring power error alarm. Troubleshooting was declined. The alarm was not cleared. The insulin pump will not return for analysis.